Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-aug-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the station was acting sluggish, needed more database space created, and old logs were cleared. A technical support specialist (tss) dialed into the station and found the database at 5.7 gb. It was shrunk to 4.6 gb, and the re-index step was run per knowledge article controlling the purge in es 1.5.x - 1.11.x - purge recovery - purge queue growing faster than deletion or purge failure for extended period of time, which returned an error message. The customer was emailed for details on slowness and replied that the station db needed to be more than 10 gb. The customer was informed that all stations use microsoft sql server express with a 10 gb limit. The station was compared with h2tu210 and appeared the same. Speed duplex was checked and confirmed at 100 mbps half duplex issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es h2tu216 was acting sluggish and required additional database space to be created. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.